Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
In a presentation material, a team of surgeons reported that following intraocular lens (iol) implant surgery, six cases developed blurred vision and showed an increase in scattering light on the surface of the optic of the iol. In all six cases, whitening was observed. In all six cases, lens exchange was performed and improvement in visual acuity was achieved. Additional information has been requested. There are six medical device reports associated with this event. This report is for the sixth case. The first four cases have been previously reported under MFR report #s 1119421-2009-00239, 1119421-2009-00699, 1119421-2010-00044, and 1119421-2010-00414.